Event description:
New information received indicates the patient presented to the hospital for a scheduled device exchange procedure. The patient's ra lead had noise that was over-sensed and caused pacing inhibition. Upon opening up the device pocket, it was noted that the ra lead and the right ventricular (rv) lead had dislodged and the pacemaker had migrated inferiorly. Fluoroscopy performed showed that slack of both leads was taken up due to the device migration. The pacemaker was replaced, the rv lead was connected the new pacemaker, while the ra lead was capped and replaced on (B)(6) 2026. The patient was stable throughout the procedure.

Event description:
It was reported through a remote transmission that the patient's right atrial (ra) lead exhibited noise. The patient had no adverse consequences.